Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. It was reported that the patient is new and is in the preparation stage to start pd therapy. At the time of this report, the patient has not started pd therapy. No additional information is available.